Event description:
It was reported that t:slim x2 pump battery would not charge, with charging connection not recognized and issue eventually leading to pump shutdown and inability to turn pump back on. There was no adverse impact to the customer¿s blood glucose level. Customer tried different wall adapters and charging cables without success, and technical support instructed customer to ensure usb connector was inserted correctly. The customer reverted to an alternate method of insulin therapy.